Manufacturer narrative:
(B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was scheduled to be used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(6) study. This complaint is being reported based on the event of increased upper airway secretions treated with antibiotics. On (B)(6) 2015, the patient was scheduled for the third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. During the bronchoscopic examination of the airways performed prior to the bt treatment, increased upper airway secretions were found. Due to the marked, generalized upper airway secretions with a purulent appearance, the bt procedure was cancelled and the bt catheter was not used in the patient. The physician assessed that the increased upper airway secretions were due to the bronchoscopy. The patient was administered aminophylline & doxycycline to treat the increased bronchial secretions. No hospitalizations or emergency room visits occurred. On (B)(6) 2015, the increased upper airway secretions had resolved. On (B)(6) 2015, the patient was admitted to the hospital for the rescheduled third bt procedure. On (B)(6) 2015 ,the patient underwent the rescheduled third bt procedure to the right and left upper lobes of the lungs. No issues were noted to the device. Following the procedure, on (B)(6) 2015, the patient experienced hemoptysis (<100ml) which resolved on the same day and did not require any treatment. The patient was discharged the following day, (B)(6) 2015. Baseline spirometry values: visit date: (B)(6) 2014. Pre-bronchodilator: fev1: 1.58; fev1 % predicted: 62.00; fvc: 2.43; fvc % predicted: 83.00.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was scheduled to be used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(6) study. This complaint is being reported based on the event of increased upper airway secretions treated with antibiotics. On (B)(6) 2015 the patient was scheduled for the third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. During the bronchoscopic examination of the airways performed prior to the bt treatment, increased upper airway secretions were found. Due to the marked, generalized upper airway secretions with a purulent appearance, the bt procedure was cancelled and the bt catheter was not used in the patient. The physician assessed that the increased upper airway secretions were due to the bronchoscopy. The patient was administered aminophylline & doxycycline to treat the increased bronchial secretions. No hospitalizations or emergency room visits occurred. On (B)(6) 2015 the increased upper airway secretions had resolved. On (B)(6) 2015 the patient was admitted to the hospital for the rescheduled third bt procedure. On (B)(6) 2015 the patient underwent the rescheduled third bt procedure to the right and left upper lobes of the lungs. No issues were noted to the device. Following the procedure, on (B)(6) 2015 the patient experienced hemoptysis (<100ml) which resolved on the same day and did not require any treatment. The patient was discharged the following day (B)(6) 2015. Baseline spirometry values. Visit date: (B)(6) 2014. Pre-bronchodilator: fev1: 1.58, fev1 % predicted: 62.00, fvc: 2.43, fvc % predicted: 83.00. Additional information received on 10oct2016. The patient underwent the rescheduled third bt procedure to the right and left upper lobes of the lungs on (B)(6) 2015.